Event description:
Related manufacture reference number: 2017865-2024-35738, related manufacture reference number: 2017865-2024-35739, related manufacture reference number: 2017865-2024-35741. The patient presented to clinic symptomatic of pocket erosion. The implantable cardioverter defibrillator was explanted on (B)(6) 2024. The patient was in stable condition.